Event description:
It was reported that the patient presented in clinic due to erosion. The implantable cardioverter defibrillator (ICD) was explanted. The physician noted the ICD will be sterilized and re-implanted at a later date. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.